Manufacturer narrative:
One smiths medical medusion pump was returned for analysis with a broken handle, chipped tube holders and chipped out lower front corner of top case. Event log history was performed and indicated that battery deleted was found recorded in history. During analysis, battery depleted alarm was found at power up with ac power. It was noted that battery was old and worn out and the pump has been dropped and mishandled by customer. Service replaced battery, replaced top case and performed preventive maintenance (pm) and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be normal wear.

Event description:
Information was received indicating that a smiths medical medfusion pump had a broken handle/damaged case and exhibited system failure and it was also noted that the tubing guide was broke. No patient involvement in this event. No adverse effects were reported.